Event description:
New information received notes that the right ventricular lead was found to be dislodged due to twidler's syndrome which resulted in over-sensed noise. The lead was explanted and replaced. Te patient was stable before, during, and after the procedure.

Event description:
It was reported that the pacing- dependent patient presented for remote follow up via merlin.net. A review of the transmission revealed alerts for non-sustained right ventricular over-sensing caused by right ventricular lead noise. The patient experienced pre-syncope due to pacing inhibition. Conductor fracture was suspected. Programming interventions were made. The patient was stable.